Event description:
It was reported that the patient had a cycling accident in (B)(6) of 2023 and suffered a pretty significant crash and that is when they believe that the implant at tooth location #19 fractured. The crown became loose in (B)(6) 2024 and an x-ray showed a fracture around the collar of the implant. Bone loss was also reported. The implant was removed. Symptoms as a result of the event: pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown/not provided. E1: last/given name unknown/not provided. G4: additional PMA/510(k) number ¿ k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. The implant was observed damaged around the external threads, likely due to the removal process. Implant fracture identified at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 62147533. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62147533 for similar events and no other complaint was identified. The customer did submit two (2) x-ray images for the reported event. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period patient factors, and the cycling accident. Therefore, based on the available information, device malfunction did occur. The reported fractured event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.